Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system encountered a medication count discrepancy. The technical support specialist accessed ciisafe and deleted the problematic medication from the ICU station database. Subsequently, the loaded message was resent from the es server. Finally, the medication was confirmed to be no longer listed in the ICU inventory, as it had already been unloaded. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ cii safe encountered an incorrect medication count discrepancies. For an instance, the customer noted that the accurate count should be 0, while the system displayed a count of 8, which hindered the user's ability to access the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.